Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 242 mg/dl, 79 mg/dl, and 79 mg/dl within a ten minute period on the compact plus system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.